Manufacturer narrative:
(B)(4).

Event description:
The patient's physician reported the patient's implantable neurostimulator (ins) displayed an end of service (eos) message. It was noted the patient&#38112;physician did not believe the eos was due to battery drain through normal usage. The eos message was reportedly "early" after having appeared "only after nine months of being implanted." It was additionally noted that the patient's most recent therapy impedance reading was 650 ohms. Additional information reported the "message cleared" when the patient used their device five days after initial report. When the patient's ins was interrogated six days after initial report, "everything measured fine." More specifically, it was stated that "battery testing came up as ok, the lead impedance was 615 ohms, and all other parameters were normal." The patient's device was reported to have "worked correctly throughout" the issue and "had not displayed an elective replacement indicator (eri) message at any stage." It was further noted that "the only problem the patient noted was that the device was more difficult to turn on/off when the error message was displayed." When the patient's ins was interrogated six days after initial report, "the only message that came up was to check the generator clock." The patient's ins remained implanted and out of service. No surgical intervention had occurred and it was "unknown" whether surgical intervention was planned. Additional information was requested; a supplemental report will be filed if additional information is received.